Event description:
Per hospital staff, during a clinic visit the patient (B)(6) reported to the mcs coordination that the car charger was not working. No adverse impact to patient reported.

Event description:
Per hospital staff, during a clinic visit the patient (B)(6) reported to the mcs coordination that the car charger was not working. No adverse impact to patient reported.

Manufacturer narrative:
Car chargers are an off the shelf part and are not included in the device history record (DHR). Visual inspection of external components found no abnormalities. Visual inspection of internal components found damage to a fuse and identified it was reinserted backwards. The power supply was verified to have an output voltage of 14.00 vdc. The car charger was then connected to the power supply and turned on. The output voltage of the car charger measured 13.60 vdc and the green led illuminated. The car charger was then connected to the power adaptor on the freedom driver and was able to successfully power the driver for one minute. After the minute run time the cable and car charger body was manipulated. When the body was manipulated the car charger output was observed to drop in and out affected performance. This indicates that the car charger is not functioning as intended. Cap of car charger was removed to check the fuse. This was when it was observed that the top part of the fuse was broken off in the cap. The bottom part of the fuse had been re-inserted backwards. In this configuration an intermittent connection was possible but failed when car charger body was manipulated. Customer complaint was replicated. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during testing; the root cause of the reported issue with the car charger not working was determined to be a loose connection on the car charger causing an intermittent connection. Failure investigation identified no other test failures or damage that could have contributed to the complaint. No adverse impact to patient was reported. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.